Manufacturer narrative:
Product complaint # (B)(4). Initial reporter occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Medical records were reviewed on 21-jan-2020. The patient underwent an uneventful primary left depuy tka involving resurfacing of the patella and utilizing depuy cement x 2 on (B)(6) 2017. She then underwent a left revision to a competitor system for "mechanical failure" on (B)(6) 2019. Intraoperative findings include loosening of the femoral component where "some cement mantle was found on the component posterior and distal." The tibial tray was loose at the cement to implant interface. The patella was not revised. Doi: (B)(6) 2017. Dor: (B)(6) 2019, (left knee).

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.